Event description:
Caller reported alleged discrepant high result when testing inratio. Results as follows: >7.5 and 6.1 (result was obtained while on the phone with technical service rep.) No other comparison method was performed. Distributor was called and past results for the patient self tester were as follows: (B)(6).

Manufacturer narrative:
No reference values were provided for comparison. The accuracy of the customer's inratio inr results cannot be determined without this information. It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. One user error was identified in the complaint. This cannot be ruled out as a cause for one of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.